Event description:
Additional information was received that the pleural effusion occurred after a coronary artery bypass grafting (CABG) procedure. It was noted that there was not a perforation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient presented with shortness of breath. It was found that the patient has recurrent left pleural effusion. An ultrasound guided pleurocentesis was performed which resolved the issue. No additional adverse patient effects were reported.